Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 11 mg/dl. Reportedly, customer was stacking insulin and over bolused which decreased their bg level. Customer attempted to self treat by consuming carbohydrates, drinking apple juice, and eating candy, however; was treated intravenously with fluids of saline and food at the ER. Customer was released the same day with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.